Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the stent of a 6mm x 150mm 120cm smart flex vascular stent system reached the target position, the release sheath did not retract properly. The operator retracted the sheath with force, and the release sheath separated from the handle. The operator then tried to hold the distal end to release the stent, which was done with difficulty, but there was a problem with the release position. The procedure was completed by deploying another unknown nickel-titanium alloy stent to cover the lesion fully. There were no reports of patient injury. The stent was deployed to an undesired location, as it did not completely cover the lesion. The black release sheath was found separated from the handle. The device was stored and prepped according to the instructions for use (IFU), and there were no damages to the device packaging prior to use. The intended lesion for the device was the superficial femoral artery (sfa). The vessel characteristics at the target site included moderate calcification, moderate tortuosity, and 85% stenosis, with no acute angle, bifurcation, or chronic total occlusion (cto). The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no indication that the stent was prematurely deployed. No attempt was made to recapture the stent. The device was not attempted to be deployed outside of the body. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, after the stent of a 6mm x 150mm 120cm smart flex vascular stent system reached the target position, the release sheath did not retract properly. The operator retracted the sheath with force, and the release sheath separated from the handle. The operator then tried to hold the distal end to release the stent, which was done with difficulty, but there was a problem with the release position. The procedure was completed by deploying another unknown nickel-titanium alloy stent to cover the lesion fully. There were no reports of patient injury. The stent was deployed to an undesired location, as it did not completely cover the lesion. The black release sheath was found separated from the handle. The device was stored and prepped according to the instructions for use (IFU), and there were no damages to the device packaging prior to use. The intended lesion for the device was the superficial femoral artery (sfa). The vessel characteristics at the target site included moderate calcification, moderate tortuosity, and 85% stenosis, with no acute angle, bifurcation, or chronic total occlusion (cto). The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no indication that the stent was prematurely deployed. No attempt was made to recapture the stent. The device was not attempted to be deployed outside of the body. The device was returned for evaluation. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid flat on a tray for evaluation. Upon thorough inspection, one kink was observed approximately 127 cm from the distal tip, and the outer sheath was separated at about 129.5 cm from the distal tip. No other notable details were observed on the returned device. A functional test was not performed due to the condition in which the unit was received. The separated area was evaluated with a vision system, revealing elongations on the edge of the separated material. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength before the separation. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ was not confirmed as this event reported cannot be properly evaluated in a lab setting due to the nature of the complaint and procedural images of the reported inaccurate placement were not provided. The reported ¿outer sheath separated¿ and a kinked condition were also observed on the delivery system. However, the exact causes of these damages cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the separation of the outer sheath and kinking noted. Additionally, elongations and plastic deformations were evident on the returned device. Therefore, based on the information available for review it is likely handling and procedural factors contributed to the events reported by the customer as evidenced by analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.